Event description:
Procedure was a flexible bronchoscopy, right upper and middle lobectomy with mediastinal lymph node dissection. The ets flex 45 endoscopic articulating linear cutter would not work when tested. Incident did not reach patient. A new device used without issue. The device is available for return.